Event description:
It was reported that the tip of the sleeve broke at the end during insertion. The implant was almost all the way in when it broke. The slightly proud distal end was sheared off flush with the bone. The implant was secure.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. The most likely cause of this type of event is improper bone preparation. Per the product surgical technique guide, it is recommended to prepare the tibial tunnel to a diameter equal to the diameter of the graft and to dilate the tunnel with a tapered dilator that matches the graft diameter. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Part remains in patient.